Event description:
It was reported that during a laparoscopic cholecystectomy procedure, some of the clips were coming out crooked; feeding into the jaws crooked. Additionally, sometimes during loading, the clips were coming out two at the same time. A second device was opened and the same exact issue occurred. It is unknown if a cholangiogram was performed. It is unknown if the clips were attempted to be loaded into the jaws prior to going across the structure to be clipped. It is unknown if any good clips deployed or how many total clips were attempted to be fired. Case completed with a third device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed three conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No multiple feed incidents occurred during the evaluation. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is meant by clips came out crooked? Fed sideways into jaws. Were clips malformed? Yes. Were clips scissored? Yes. Did clips feed sideways into jaws? Yes.